Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(4) 2000 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It has been reported that following insertion, the patient experience pain and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.